Event description:
One endeavor drug-eluting stent was implanted to the mid lad. Investigator reported a spontaneous gi bleed occurred the following day, while on antiplatelet therapy. Patient required 1 unit of prbc transfusion. Investigator has indicated that event was not related to the study stent. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Secondary intervention .